Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a 25-year-old pregnant female patient sample. The following data was provided (non-gravid reference range 11-17.7 pmol/l, first trimester: 11.3-17.8 pmol/l, second trimester:9.3-15.2 pmol/l, third trimester: 7.9-14.1 pmol/l): sample ID: (B)(6) initial result = >64.35 pmol/l, repeat results = 12.98 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number: 07p70-77 that has a similar product distributed in the us, list number: 07p70, 510k k173122. All available patient information was included. Additional patient details are not available.